Event description:
Boston scientific received information that during a change out procedure with the attempted implant of this cardiac resynchronization therapy defibrillator (crt-d) (serial (B)(4)) noise on the chronic right ventricular (rv) lead was detected. It was reported that the terminal pin was seen beyond the connector block. Pacing impedances greater than 2000 ohms but normal shock impedances were also observed. Pacing system analyzer measurements with manipulation recorded 500-600 ohms. The physician stated that setscrews were screwed and unscrewed several times and then believed that the setscrews might have been cross-threaded and requested a new device. Technical services discussed setscrews and header design. A different cardiac resynchronization therapy defibrillator (crt-d) ((B)(4)) was implanted with mineral oil application to make sure the rv lead was seated, however, greater than 2000 ohms and noise were recorded again. Pin connections were rechecked and still noise was present. Technical services discussed troubleshooting. After additional mineral oil was used the noise and high pacing impedances resolved. Other lead connections were confirmed appropriate. It was concluded that the physician had not advanced the connector pin into the header post the connector block with the implanted device. The chronic lead remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.